Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed lesion in the heavily tortuous, mid left anterior descending coronary artery. Pre-dilatation was performed and resistance with the anatomy was noted during advancement, likely due to calcification in the lesion. During placement of the 2.75x33 mm xience prime stent in the target lesion, the stent dislodged resulting in the stent hanging in the lumen. There was no dissection but the stent remained in the lumen of the artery. A 2.75x33 mm xience prime stent was then deployed and covered the lumen well and embedded the dislodged stent into the vessel wall at the target lesion. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified lesion during advancement causing the reported physical resistance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.